Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10, complaint investigation DHR review: the quality records indicate that this component met all requirements to perform as intended. Review of event description: patient was revised due to unknown reasons. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprothesis conclusion no further investigation required as this issue is known and addressed in (B)(4) error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: metasul durom, component for femur, cemented, 50/p; catalog#: 0100211150; lot#: 2412073. Cls spotorno, stem, 135, uncemented, 9.0, taper 12/14; catalog#: 290039090; lot#: 2280648. Metasul ldh, head, 50, code p, taper 18/20; catalog#: 0100181500; lot#: 2310415. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; catalog#: 0100185146; lot#: 2324761. Therapy date: unknown. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to unknown reasons.